Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery and e70 alarm confirmed in history file. No unexpected reset noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 102 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.